Manufacturer narrative:
The reported adverse event was dental a crown and a bridge fell off. The event date is approximate. The issue is reported to be with the accessory a3 premium brush head of the philips sonicare power toothbrush system. The device serial numbers or manufacturing numbers were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
A consumer reported that their a3 premium brush head caused their dental crown and bridge fell off.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.